Event description:
A zoll territory manager contacted zoll customer support to report that a (B)(6) female pt passed away. Zoll customer support contacted the pt's boyfriend who reported that the pt was wearing the lifevest at the time of death and that the lifevest did not alarm. The pt's boyfriend also reported that he believes fluid in the lungs contributed to the pt's death. The device properly detected 13 ventricular tachyarrhythmia events. For the first 7 arrhythmia detections under-sensing, due to the pronounced amplitude of interpolating, irregular capture/fusion beats, caused the rates interpreted by the monitor to fluctuate constantly. The rate frequently dropped below the threshold of 150 bpm due to the fluctuations in the interpreted rate which negatively impacted the confidence level of the algorithm. The confidence level was also negatively influenced by instability on the fb channel rate which did not compliment in rate input from the ss channel. Due to a low confidence level, a treatment cycle was not completed. The 8th and 9th arrhythmia detections consisted of irregular runs of ventricular tachyarrhythmia interrupted by asystolic pauses. The asystolic pauses contributed to a low confidence level which resulted in the withdrawal of a treatment attempt. The remaining arrhythmia detections consisted of ventricular tachyarrhythmia episodes and idioventricular rhythms which were below the 150 bpm threshold. Thus, although a treatment cycle was initiated, it was never completed. The device also properly detected asystole. No treatment sequence was initiated for asystole or bradycardia as these are considered non shockable rhythms.

Manufacturer narrative:
Device eval summary: upon investigation, monitor sn (B)(4) and electrode belt sn (B)(4) were found to be fully functional. Device MFR date: monitor sn (B)(4) mfg 05/2010. Electrode belt sn (B)(4) mfg 05/2011.